Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/wires exposed) has been confirmed. Upon investigation an open lead -1 wire was found between p704 and ECG c. The cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt had damaged cables.